Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4: UDI# (B)(4). DHR review: the device history record (DHR) for 00515047501 lot number 64290131, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Technical review and physical evaluation: on 23 october 2019, a returned product investigation was performed on the 00515047501. The physical evaluation revealed that the device had a corroded battery which prevented the device from operating. It was noted that when the batteries were replaced, the device functioned as intended. The results of the returned product investigation have confirmed the reported event. Probable cause/root cause: while the returned product investigation confirmed that the 00515047501 was not working due to a ruptured battery, it cannot be determined from the information provided what actually caused the battery to fail. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign: (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that during the surgery, this product didn't work at all since it was opened. No harm or delay was reported.